Event description:
Customer alleges that after replacement of throttle and speed pot, scooter moves backwards instead of forward. Provider made several attempts to repair. Customer allegedly sustained leg injuries.

Event description:
Customer alleges that after replacement of throttle and speed pot, scooter moves backwards instead of forward. Provider made several attempts to repair. Customer allegedly sustained leg injuries.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up if the device becomes available.

Manufacturer narrative:
The alleged directional anomalies could not be duplicated during an evaluation.